Manufacturer narrative:
Method: complaint history review, risk assessment. Results: this is the second compliant received related to the deformation of the outer shaft. The DHR from the device's batch was reviewed and no deviations were noted. The device was returned it was confirmed that the distal tip is damaged. In this case the surgery could not be completed as planned and the hardware was not removed. However, the surgeon is not planning to do another surgery to remove it. Conclusion: the failure is believed to be the result of the user applying excessive torque to the instrument while attempting to remove the screw.

Event description:
It was reported that, "reflex zero profile screw removal device fractured during extraction. The revision extractor also fractured. Delay in surgery by 20-40 minutes."